Manufacturer narrative:
The lot number is unknown; therefore, the MFR date cannot be determined. The device has not been returned. A device analysis is not available; therefore, the cause of the reported event is undetermined. The may 2008 15 month initial g-tube enteral feeding product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008, that an endovive standard peg kit was used during a peg placement procedure (patient age, gender, and weight). According to the complainant, during the procedure, the safety scalpel was moved into the locked position and could not be used. The physician completed the procedure with a second endovive standard peg kit. No patient complications were reported as a result of this event.